Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the instrument stops the fire when it is initiated. The device indicates an illuminated reload indicator light when no reload is installed. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle and one endo gia adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the returned products, and an evaluation of the returned device. No visual or functional abnormalities were noted for the idrive handle. During inspection of the adaptor, it was noted that the lockout slider block was damaged. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. Functional testing of the adapter noted that it would falsely detect a reload though one was not attached. Engineering determined that an unsealed switch was allowing contaminants to interfere with the ability of the switch to correctly detect the presence of a reload. A product enhancement has been implemented to prevent false reload detection from re-occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Devices idrvultra1 and egiaadapt have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.